Manufacturer narrative:
Should have been selected as only adverse event if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they programmed around the contacts that were out of range. The patient was receiving good stimulation. The rep reported that the cause of the out of range contacts remains unknown and wasn't resolved. No further complications were reported.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was being seen for reprogramming when it was discovered that three contacts were out of range regarding impedances. The contacts were not used by the patient for their therapy. No further troubleshooting was performed. No further complications were reported or anticipated. No symptoms were reported.